Event description:
The hcp reported that the patient presented to the emergency room with symptoms of intrathecal baclofen overdose. The hcp reported that at refill in 2005, "all 18 ccs of drug were still present in the reservoir, indicating no drug infused for one month". A roller study was performed that day and the "pump failed". The patient was scheduled for pump replacement in 3/2005. The patient returned 3/2005 to have a dye study performed to check for patency prior to pump revision. At the time of the dye study, the catheter was aspirated, dye injected and the catheter was "rinsed" with the aspirated fluid. The patient was unconscious and intubated at the time of this report.